Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, during the operation the implants did not open, the extension has been reported broken. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained rod found that the rod in the middle is broken off. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The broken surface is homogenous which indicates material conformity as well. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.